Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their low blood glucose levels. The customer's blood glucose level was 46mg/dl. The customer states they treated the low with food. The customer states they had issues with lost sensor. The customer was assisted with turning sensor feature off. No further assistance needed.